Event description:
The lead was explanted and returned. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. Evaluation summary: lat082061v outer insulation breached depression; proximal segment returned.